Manufacturer narrative:
(B)(4) - device 2 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 5 infusion set fell off events in between (B)(6) 2024 to (B)(6) 2024. The two infusion sets were in use for overnight and the other three right away. No further information available